Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event, error code e105, was confirmed. It was determined that it [e105] occurred due to effect of loosened led cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed a scope communication error (e105). The issue occurred during preparation for an unspecified event. There were no reports of patient harm.